Manufacturer narrative:
E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications. The dr board design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s contact, occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ none of the scopes that plug into the front socket are showing image¿ was confirmed due to faulty patient board set. The cause of the internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, no image displayed with any of the scopes connected to the front socket of the unit only a black screen was observed. There was no patient injury reported.